Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, it was noted that the right ventricular (rv) lead had become dislodged. When the lead was being repositioned, lead damage was noted under the suture sleeve potentially due to the implant procedure. The lead was explanted and replaced, and the patient was stable with no adverse consequences.